Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that the user experienced high blood glucose after an infusion set failed to pierce the skin, consistent with an incorrectly deployed infusion set or an unsecured infusion set connector on an ilet system; a replacement infusion set was provided. Symptoms included hyperglycemia up to 423 mg/dl. Outcomes included no reported injury, no alerts or alarms, and no hospitalization. Investigation included troubleshooting and user education. Investigation of this case revealed probable user setup error related to infusion set deployment or connection, with no device alarm activity and no additional device malfunction reported. It was concluded, based on previously established findings for similar reports, that the cause was user error during infusion set insertion or connection.